Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2012, postoperative enterocutaneous fistula closure and enterectomy occurred, and v.a.c. Therapy was initiated. On (B)(6) 2012, it was reported that the pt's wound edges rolled towards the wound bed, and v.a.c. Therapy was discontinued. On (B)(6) 2012, a surgical wound debridement was performed. The pt recovered.

Manufacturer narrative:
On an unk date prior to (B)(6) 2012, the pt underwent surgery for an enterocutaneous fistula closure and enterectomy. There was no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.